Manufacturer narrative:
23-jun-2021 follow up: the reporter informed the company that the product has been discarded.

Event description:
Parent via e-mail stated that their sons oral-b completely broke in his mouth. The plastic snapped. No injury was reported. 17-jun-2021 follow up via e-mail: the parent reported that no damage was done to their sons mouth or teeth during this incident. No injury was reported. 23-jun-2021 follow up via e-mail: the reporter informed the company that the product has been discarded. No injury was reported.